Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional exhibits signs of repeated use ( nicked and gouged ) also has fractured on the lateral side of post, all pcs returned. Device history record was reviewed and no discrepancies were found. Root cause for the provisional fractures is design deficiency related to bending/torsional loading on the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. Updated:

Manufacturer narrative:
(B)(4). Concomitant medical products - persona tibial articular surface provisional # 42-5170-003-03 lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08333. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee surgery the provisional fractured when the surgeon was putting the knee through flexion, in a range of motion check. No adverse events have been reported as a result of the malfunction.